Manufacturer narrative:
Corrected field : e1 ( event site telephone). Updated field : a2, a3a, a4, b4, b5, d9, e1(event site email ), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,health effect ¿ impact codes,health effect ¿ clinical code ), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit.

Event description:
It was reported that during intra aortic balloon (iab) therapy a message indicating that the optical sensor was faulty is displayed.there was no harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site telephone number is . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy a message indicating that the optical sensor was faulty is displayed.